Event description:
The customer reported to olympus that while using the evis lucera elite gastrointestinal videoscope, there was reduced angulation, the switches were not responding, and the nozzle was clogged. The issue was found at reprocessing. The diagnostic procedure (gastroscope) was completed with a similar device, and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation of clogging was confirmed by foreign materials that were in the nozzle and could not be removed, and the customer¿s allegation of reduced angulation could not be confirmed. Additional findings included a pinhole in switch button one, the screen blacked out due to a defective charge-coupled device, the light guide (lg) connector was loose, the lg tube was dented, the nozzle was deformed, the contact pin of the electrical connector was scratched, and the insertion tube was dented. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the nozzle was clogged with foreign material. The type of foreign material could not be identified. The cause of the event could not be determined. Olympus will continue to monitor field performance for this device.